Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation on the right side was intermittent. There was no known incident or accident related to this event. Add'l info has been requested but was not available as of the date of this report.